Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software 686g030102. The pump was tested three times for volumetric accuracy at 25ml/hr and 4 hours or 100ml (di: zosyn) tested in specification with no free flow door close or opened: the pump performed within the specifications. First test: 100ml or 100% of expected volume. Second test: 98ml or 98% of expected volume. Third test: 100ml or 100% of expected volume. In a follow up call to the facility, the reporter stated that he had provided our contact information to the nurse manager at the reporting facility. The nurse manager returned a call to us and she stated that she knew that there were two complaints from their facility at the same time that were similar in nature and that she was not as familiar with the details of this event. The nurse manager confirmed that there was no patient harm and no change in the patient's status. She did state that their facility uses 'agency' nurses, which are temporary, qualified nursing staff. I asked her if additional training support was needed and she stated that their facility has a training program and all nurses are trained on the pump's operation. The pump's operational log was reviewed. Per the log, there's no drug name zosyn selected in the drug library as stated on (B)(6) 2013. The log shows this infusion to have occurred on (B)(6) 2013. Therefore the log review was performed for (B)(6) 2013. On (B)(6) 2013 at 8:56:03 am the pump was turned on. At 8:57:22 am the pump started purging. The purge was stopped at 8:58:22 am. At 8:58:30 am the new therapy was selected. At 9:00:38 am drug concentration calculation was set of 45mg/ml. New rate was set of 25ml/h. Drug name zosyn was selected from drug library bhs dl v3. At 9:03:07am the infusion was stated and ran until the kvo was on 1:03:08pm. It was 100ml infused or 100% of expected volume. The infusion was stopped when the kvo was done at 1:03:18pm. At 1:05:10 pm new therapy was selected. From 1:05:18pm to 1:07:39pm the pump was idling and was turned off at 1:08:01pm. At 1:08:20pm the pump was turned back on. At 1:08:23pm new therapy was selected. At 1:09:23pm new vtbi was set of 1000ml. Drug library was selected with drug name ivfluidl was picked. No infusion activity took place and at 1:09:51pm, new therapy was selected with new calcification drug concentration set of 2 mg/ml. New vtbi and rate were set of 300ml and 300ml/h respectively. Drug library was selected with the drug name zyvox. Again, no infusion took place and a new therapy was selected at 1:10:39pm with calculation drug concentration was set of 33.75mg/ml, and new vtbi and rate were set of 100ml and 25ml/h respectively at 1:10:56pm. At 1:10:57pm drug library was selected with the drug name zos3375. Again, no infusion activity took place, at 1:11:11pm new therapy was select. Then the pump remained idle and not being used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.